Event description:
It is reported that the pt has bilateral hip implants. The pt has had constant pain on the outside of the left hip since the (B)(6) 2011. The pain intensifies with increased activity. The pt consulted her surgeon in (B)(6) 2011 for x-rays and a bone scan. The pt has difficulty sitting or standing for extended periods of time, cannot lie on the left side and has been sleeping in a recliner for more than a yr. The pt recently received the recall notification. She consulted with her surgeon on (B)(6) 2012. She is being scheduled for blood work, an MRI and a f/u eval.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.